Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old patient (gender unknown), the device , displayed a "runtime calibration failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.